Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent (des) was successfully deployed. However, during post dilatation, the physician noticed a proximal edge dissection in the proximal part of the stent. The physician placed a 2.5x28mm synergy des to cover the dissection and complete the procedure. No further complications were reported and the patient's status was stable.